Event description:
It was reported that after an angioplasty with stenting procedure, arteriotomy closure was attempted of the right femoral artery using a starclose se device. Reportedly, "the device presented a defect in the anchors, step 2, they were loose. The safety release could not be discharged and the nitinol clip was delivered at step 3 by a device mistake, making it impossible to close the access." The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported defect in the anchors (vessel locator wings) was confirmed as the vessel locator wings were found to be damaged. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.